Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the implantable cardioverter-defibrillator was found in backup vvi. The patient was brought into the clinic. The patient reportedly felt a difference in heart rate, some fatigue, and shortness of breath. A device restoration was performed successfully. The patient was stable.